Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation described as a rash under the therapy electrodes. The patient consulted a physician who recommended a cream. Follow-up indicated that the irritation was doing better.

Event description:
A distributor contacted zoll to report that a patient had skin irritation described as a rash under the therapy electrodes. The patient consulted a physician who recommended a cream. Follow-up indicated that the irritation was doing better. Upon further follow up, the patient reported further medical intervention. The patient's doctor also recommended an antibiotic ointment and a hydrocortisone cream. The patient reported that the irritation on her back had peeled and was now gone, but had left scarring. The final medical outcome of the irritation under the front therapy electrode is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.